Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report multiple erroneous concentrated carbon dioxide (co2_c) results that were obtained on 145 patient samples on a atellica ch 930 analyzer. Quality controls (qcs) and calibrations recovered out of ranges on the day of the event. Siemens remotely reviewed instrument data and checked the lot calibration. The values were found to be lower than previous lots. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse reviewed calibration data, inspected the instrument and found hanging liquid drops on the reaction washer probe 4 and dilution probe 3. The cse replaced the aspirate valves on the waste manifold. Siemens further investigated the event and poor-quality water from the external distilled water system feeding the analyzer potentially caused the erroneous co2_c results. The originally mentioned instrument issue was determined not to be the cause. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported falsely depressed concentrated carbon dioxide (co2_c) results were obtained on 145 patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were higher than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant co2_c results.